Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updated fields: d1, d2, d3, g1, and g4.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported conflicting results with the binaxnow covid-19 ag self test on a direct tested nasal kitted swab. The user took a covid test in her doctor's office and received positive results. The user then performed the binaxnow self test and received negative results. The user repeated testing with binaxnow on the same day and received negative results. The user states it is unknown what type of test was performed in the doctor's office. Additional information was requested however additional patient information, including treatment and outcome, was not provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.